Event description:
Event description cpi received information that two possis sutureless leads were capped due to an insulation cut. During a replacement of an implantable cardioverter defibrillator (ICD) the insulation cuts were found. The leads were replace with an endotak lead.